Event description:
During the first few minutes of a routine hemodialysis treatment, it was reported that the operator experienced venous air alarms that could not be resolved. Treatment was terminiated without rinseback, which resulted in a 210cc blood loss. No medical intervention was required.